Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, non-sustained oversensing, increased capture threshold, and decreased right ventricular (rv) sensing due to dislodgement was observed on the rv lead. Diagnostic imaging was performed, and confirmed rv lead dislodgement. While revising the rv lead, helix extension issues were observed on the rv lead. The rv lead was successfully explanted and replaced. The patient was stable with no adverse consequences.